Manufacturer narrative:
The insulin pump had no button response due to flattened act keypad dome. The keypad connector found close properly during visual inspection. The insulin pump had no button error alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The customer did not observe any significant events leading to the alarm or keypad issues. The caller did not know the blood glucose reading. The customer stated that the insulin pump had been in his pants pocket, but he noted that he had not pressed the buttons. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.